Event description:
As doctor was using the device the loop burned up.

Manufacturer narrative:
Device received on (B)(4) 2012 for investigation. Upon visual inspection with eye loop our mechanical assembly manager verified the electrode loop was broken and bent. A few scenarios could have occurred to cause the loop to break and become bent; high frequency was applied to electrode, electrode could have come into contact with a hard object, electrode was used in long durations, with no pauses, excessive pressure placed on tissue, inadvertently fire the electrode in the air. We are unable to determine which, if any, or a combination of the above scenarios caused the electrode to break. The device was unrepairable and scrapped. Root cause of breakage was user error, not a manufacturing issue. There has been one similar complaint on this specific product, on a different lot, in the last three years. Labeling was reviewed and found to be adequate. Ie intended use, indications and field of use, preparation and cautions. Rwmic considers this matter closed. However, in the event we receive the device or additional information is received, we will provide FDA with follow-up information.